Event description:
It was reported that the asymptomatic patient presented for a lead revision due to high capture threshold and high, out-of-range pacing lead impedance. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).